Manufacturer narrative:
(B)(4). (B)(6). The manufacturing location was unknown. Device manufacture date is unknown. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the air reamer device motor power was too low (lacked power). It was further determined that the device failed the following pre-tests: check safety system, check the hose coupling, check for immediately stop, check function of fwd I rwd, check for excessive noise, check for air leak, check power with test stand, min. 190 to 260 watt and check the starting behavior. It was noted in the service order that the device did not work anymore. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). The product code was reported as 511.605 in the initial report. The product code has been updated to 530.605, the product description was reported as air reamer/drill in the initial medwatch, it has been updated to battery reamer/drill. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.